Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device started running instantly when the battery was connected because the trigger was stuck all the way down and the oscillating head base was broken. It was also noted that the device could not secure the blades properly. The assignable root cause was determined to be due to immersion and improper handling, which is misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery oscillator device had no power. During in-house engineering evaluation, it was observed that the device started running instantly when the battery was connected because the trigger was stuck all the way down and the oscillating head base was broken. It was also noted that the device could not secure the blades properly. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.